Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that during use over-filling is occurring with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it is reported customer experienced over-filling of some vacutainers. Additional information provided by customer on 2109-11-15 reported that there have been no more issues seen other than the original 4 tubes that overfilled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use over-filling is occurring with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it is reported customer experienced over-filling of some vacutainers. Additional information provided by customer on 2019-11-15 reported that there have been no more issues seen other than the original 4 tubes that overfilled.